Event description:
Additional information was received from the consumer reporting after receiving the replacement recharger antenna, two days ago, they charged all day and the ins would not charge past 75%. Today, the programmer is still showing the ins is at 75%. It was suggested they discuss the wireless recharger (wr) with the healthcare provider (hcp) and/or manufacturer representative (rep).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger antenna is frayed and because of that ins went dead last night because he was not able to charge. They offered to overnight a recharger antenna but caller declined and states patient is shaking, cant feed himself, and she need to get him charged up today. They were redirected to hcp. They called back to order an antenna and they repeated information regarding the pt losing therapy and they would like to get the patient charged up today. They also requested back up dtcs. Due to limited dtc inventory, we were not able to send a back up. A new antenna was sent. The caller repeated information regarding patient shaking because they haven't been able to charge the ins battery due to damaged recharger antenna cord. They said they received the recharger antenna and were able to charge. During the call, the ins battery level was at 50%. The caller checked the ins with the patient programmer and reported that the ins was turned off. The caller confirmed that the doctor gave permission to turn the ins back on if it was off, so they turned the ins back on. Once the ins was turned on, the caller said the patient told them that they felt like there was a "big explosion" in their head that felt like a "big jolt." The patient became more comfortable as the call went on and the caller noted that the patient was no longer tremoring. The caller resumed charging the ins battery and noted that they were getting good coupling (all 8 boxes filled in).